Event description:
The surgeon inserted a cq2015 three piece collamer lens and the haptic tore. The lens was removed immediately without enlarging the incision and there were no sutures required. There was no pt injury reported.